Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released man ufacturing processes and met all applicable manufacturing specifications prior to release for distribution. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years and 5 months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to stenosis. No additional adverse patient effects were reported.